Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 3.0x15 mm nc trek balloon was inflated 3 times and was fully deflated without issue. The balloon catheter met resistance with an asahi guide wire during retraction; however, was able to be removed. No adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - estimation the asahi guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The used guide wire was not returned. The reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.